Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode operation. Technical services (ts) was consulted, and device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this pacemaker reverted to safety mode operation. Technical services (ts) was consulted, and device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.